Event description:
It was reported that this patient's right atrial (ra) lead exhibited a conductor fracture, which led to high impedance measurements. As result, the lead was explanted. No additional adverse patient effects were reported.